Event description:
It was reported that during an open ca gastric procedure, the surgeon opened the new scissors and used it for about fifteen or twenty minutes during the procedure without problems. Then, in the middle of surgery, the harmonic started to sound different. So he took out the device from the tissue and he realized that the distal part of the scissors and the polyurethane protector of the blade was very hot, kind of melted and deformed, and finally broken. They finished the surgery with a bipolar technology. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.